Manufacturer narrative:
(B)(4). Batch #: u5a36j. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with three ecr45b reloads present with the device. The reload (b) was received partially fired 1/4 and the cartridge deck damaged. Further analysis shows that the pan was damaged and bent on bottom side; consequently, the sled was damaged. The reload (c) was received unfired. The reload (d) was received unfired with twelve missing staples along of reload. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The partially fired observed on the reload (b) is consistent with an incomplete or interrupted cycle. In addition, the damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The condition of reload (c) it is possible that an improper handle of the reload caused that the staple come out of the pockets. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Please note that loading the incorrect reload for the instrument size or model may result in transecting the tissue without sealing. Also, it should be noted that a 60mm device is designed to work only with 60mm cartridges. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reload b: ecr45b partially fired 1/4 with the sled damaged and pan damaged, clamped over a hard object. Reload c: ecr45b, t5dl25, unfired with the 12 missing staples. Reload d: ecr45b, t5dl25, unfired.

Event description:
It was reported that during an unknown procedure, the stapler locked up and would not allow reload staples to deploy. The procedure was delayed by 15 minutes. Used two additional staplers to successfully complete the procedure. No patient consequence reported.